Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise episodes on the patient's right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
Further information was requested but not received.